Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Sales rep reported a right hip revision of a revision due to broken distal stem. Has no information on the reason why the stem broke. Other implants condition were ok. Surgery completed, no adverse consequences or delay.